Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex esophageal fully covered stent was implanted to treat an approximately 7cm benign stricture in the mid esophagus during a stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure the stent did not fully expand. X-ray was performed after 24 and 48 hours post stent placement procedure and the stent still did not expand. Reportedly, on (B)(6) 2020, the stent was removed and another wallflex esophageal stent was implanted to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b5 and b7 have been updated with additional information received on (B)(6), 2020. Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: problem code 3270 captures the reportable event of stent failed to expand. Patient code 3191 captures the intervention to remove the stent during second procedure. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a wallflex esophageal fully covered stent was implanted to treat a benign stricture in the mid esophagus during a stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure the stent did not fully expand. X-ray was performed after 24 and 48 hours post stent placement procedure and the stent still did not expand. Reportedly, on (B)(6), 2020, the stent was removed and another wallflex esophageal stent was implanted to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6), 2020*** reportedly, previously the stricture was measured to be around 3cm.